Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device identified the glass cap had a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing exist. The fiber proximal to the fracture could rotate independently of the metal cap. The glass did exhibit devitrification at the output window but the extent of the devitrification could not be determined due to the circumferential fracture. The metal cap had severe charred detritus adhered to the surface, indicative of prolong tissue contact. Functional testing with the helium-neon laser fixture did not identify any signs of breakage along the fiber length. The connector cone, segments and tabs were in good condition and attached. The control knob was able to rotate the fiber. Based on the distal circumferential fracture identified the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event was assigned as this event. The adhesion identified on the metal cap surface likely contributed to heat accumulation at the output window leading to reported event and circumferential fractured. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber had diminished vaporization. A second fiber was used to complete the procedure with no patient clinical consequences. Analysis of the returned device identified that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.